Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by health authority that the patient underwent orthopedic procedure on (B)(6) 2019 and suture was used. The needle pulled off the suture and was retrieved from the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.